Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/30/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The alert settings were appropriately set. The pump¿s audio and vibratory alerts functioned per specification. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient¿s blood glucose on an unknown date was 300-500 mg/dl with large ketones, nausea, and abdominal pain. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that the pump¿s audio alert feature functioned intermittently; the issue was reportedly noticed on (B)(6) 2016. It was reported the backup vibratory alert functioned appropriately. This complaint is being reported because the reported health event was attributed to a reported device malfunction.